Manufacturer narrative:
Device: component code 515 relates to problem code 2906 for the evaluation finding of stent partially deployed. A visual examination of the returned device noted that the stent was partially deployed by approximately 14mm. The deployment handle had detached from the blue outer sheath. The outer sheath was slightly kinked for a distance of 170mm distal to its proximal end. During functional analysis, it was possible to retract the outer sheath by hand and complete stent deployment; however, severe resistance was noted initially. Examination of the deployed stent, the stent cup and holder found no anomalies. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy procedure on (B)(6) 2011. According to the complainant, the patient was being treated for a stricture due to a malignancy within the colon. The patient's anatomy was tortuous. During the colonoscopy procedure the stent would not deploy. The hub reportedly slid back on the catheter and would not deploy the stent. No part of the stent deployed. Reportedly, the stent was removed from the patient fully constrained. A second wallflex enteral colonic stent was used to complete the procedure without complications. The patient was reported to be fine post procedure. Investigation results revealed that the stent was returned partially deployed. Based on this information, this event is now deemed reportable.